Event description:
It was reported that the vns patient developed a granuloma and was subsequently placed on antibiotics. The patient underwent surgery on (B)(6) 2015. It was determined that the reported granuloma was actually sub-cutaneous fat. The patient¿s generator was found to be deep in the pectoral region with what appeared to be necrotic tissue. A gram-stain test showed gram-positive. Therefore, the generator and lead were explanted. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.